Event description:
It was reported that this right ventricular was surgically abandoned and replaced due to exhibiting high out of range pacing impedance measurements. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: b5: describe event or problem, d4: model number, d4: lot number, d4: catalog number, d4: expiration date, d4: serial number, d4: unique identifier (UDI) #, d6a: implant date, h6: device codes.

Event description:
It was reported that this right ventricular was surgically abandoned and replaced due to exhibiting high out of range pacing impedance measurements, high capture thresholds and experiencing fracture. Additionally, during the replacement procedure, the lead experienced damage. No further adverse patient effects were reported.